Event description:
It was reported by the patient¿s spouse that ¿there was a malfunction, an indication that something was wrong¿ with the device as ¿something went off for a short time.¿ the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).